Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2015 with the following findings: -returned battery cap and cartridge cap were used to complete the investigation, the pump powers on with audible and vibration alert, but the display is blank upon start up. Unable to adequately investigate reported complaint. The pump was opened and disassembled and moisture corrosion was found on a component of the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).